Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula had questionable sterility of the packaging. The following information was provided by the client: "see pictures of the blisters while waiting for the products to be inspected. The plastic packaging is like melted on the paper packaging and the sterility of the product is not ensured. 1st time it happens but 1000 pieces are concerned from the same batch."

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula had questionable sterility of the packaging. The following information was provided by the client: "see pictures of the blisters while waiting for the products to be inspected. The plastic packaging is like melted on the paper packaging and the sterility of the product is not ensured. 1st time it happens but 1000 pieces are concerned from the same batch."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: two photos and one shelf carton of 51 pieces of actual samples were received by our quality team for evaluation. From the first returned photo, a 20g venflon pro safety product with deformed packaging was observed. From the second returned photo, a 20g top web with batch 1202862 with deformed packaging was observed. The samples were subjected to visual inspection and all samples were observed with deformed packaging. 26 of the 51 samples were observed with the bottom web of the unit package having shrunk and became deformed near the end cap area of the venflon pro safety part causing it to be forced open at the opening tab. 25 of the 51 samples were observed with the bottom web of the unit package having shrunk and becoming deformed near the protection tube area of the venflon pro safety part causing it to be forced open. Two of the defective samples (opened near the end cap and protection tube) were subjected to further visual inspection of the sealing features. A grid mark was observed on the bottom web, showing that the sealing process was completed, and the seal width passed the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing that would cause the reported defect. There was no abnormality during the production of the reported batch. Therefore, the reported defect could have occurred outside of the manufacturing facility. In addition, a grid mark was observed on the bottom web, showing that the sealing process was completed, and the seal width is within specification. The probable root cause for the deformed package could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc.).